Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 3/26/15 medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision. The complaint was updated on:4/6/2015. Update rec'd 11/16/2015 - litigation papers allege the patient suffered serious physical injuries, including elevated metal levels in the patient's blood, and pain in the patient's hips. The complaint was updated on: 12/10/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 12/30/2014, 1/5/2015, 1/7/2015, & 1/14/2015 - medical records received. After review of the medical records for MDR reportability, the revision operative note indicated synovitis. The MDR decision for the stem is being changed for the confirmed high metal ions. During the dor operation, a special depuy device was used to break up the welding between the liner and cup and a small piece broke off in the cup and was later retrieved. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 1/21/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient contacted depuy stating they were experiencing increased cobalt and chormium levels and achiness in their hip. The patient's medical records were received confirming the patient had depuy components. At this time there is no indication of a revision surgery update rec'd 8/14/2014 - patient claim received. Update rec'd 12/01/2014- revision der received. Patient was revised to address discomfort. Chromium levels of 9.6.